Event description:
Cadd legacy pump reported error 1720 and no longer functioned. Set new pump to pt. Pt had a backup pump they were able to switch to. Is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; reported to (B)(6) by pt/caregiver.